Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 11/21/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection was performed and no anomalies were found. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
As the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient suddenly moved during the implantation of a zxt300 18.5 diopter intraocular lens (iol) in the right eye (od) on (B)(6) 2017. Therefore, the iol was removed and replaced with a non-amo back up lens. There was no incision enlargement or sutures used, but a vitrectomy was performed. Reportedly, there were no patient complications and the patient is doing fine post-operatively. No additional information was provided.